Manufacturer narrative:
Continuation of d10: product ID a72200 lot# serial# unknown product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that a month or so ago they started having problems with the handset; the handset is "unpredictable" sometimes shuts off by itself, will show 50% but turns off. Agent had pt access sleep timeout and it's set at 5 minutes. When agent asked the actual battery of the handset pt started connecting to their mystim. Agent wanted to clarify if the issue was really with the handset or something else. Pt then mentioned "not getting stimulation", "it's reading on its own", the handset was not interacting the way it used to. Agent reviewed each battery (handset, communicator, implant) with the pt. Pt mentioned that the "infographics" on the handset are not consistent and that's causing them issues. Agent warm-transferred pt to hcit. Hcit called back stating patient told them sometimes the battery was dying out and patient worked with a manufacturing representative (rep). Hcit agent was not sure what the issue was. Hcit tried to confere nce the patient but pats agent had an it issue and wasn't able to continue with the call. Hcit then confirmed they were placing an order for a replacement. Pt called back stating that the handset was replaced but the problem was still happening. Pt said that the handset was turning the ins off even though the ins had a 30% or 40% charge. Pt said that they were feeling bad, so they checked the handset and saw that the ins was off. Agent reviewed device functionality with the pt. Pt then agreed with agent that the external equipment was not the issue. Pt said that they thought the issue was with the ins. Agent reviewed and redirected pt to hcp to further address.